Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 8. The indication for use was non-malignant pain. The patient reported their handset gets stuck on 90% for few minutes and they cannot remember how to resolve the issue. The agent assisted the patient in deleting the data and the patient then connected to myptm without having any further issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient reported that the handset gets stuck at 90% when connecting and it happened all the time and "had gone really bad the last 2 days". They had their bolus already and locked out with 1 hour and 47 minutes left with 6 bolus left. Agent reviewed data and assisted the in deleting the data. They will call back when they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient reported that their handset gets stuck on 90% for few minutes. Agent assisted in deleting the data. They then connected to myptm without having any further issue. Agent reviewed information and advised to contact us back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that when they opened the myptm app, the loading screen stopped at 90% and took a while to reach 100%. Agent reviewed information. Agent walked the patient through clearing the data. When pt tried to access the myptm app, they saw the no pump response message. Agent reviewed information. Pt confirmed they were able to connect to the myptm app without lag. Troubleshooting steps taken on the call resolved the issue.

Event description:
Additional information was received from the patient (pt) stating they had been having trouble with their controller for about 3 days. Patient stated that when they tried to connect to the pump to bolus, it took a long time to connect. Patient had a hard time clarifying further. During the call, patient was able to successfully connect to their pump and see their lockout time. Agent walked patient through closing out of all running applications and turning off the tutorial. Patient did not encounter any issues while connecting on the call. The troubleshooting steps that were taken on the call resolved the issue. Patient advised to monitor and call back if issues persist so further troubleshooting could be conducted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that about every month they tried to take a bolus and it would take up to 5 minutes to connect to the pump, the screen would get stuck at 90%, sometimes it wouldn't connect for a while, and they had to call for assistance. An agent assisted the patient with closing out of all running applications and clearing data. The troubleshooting steps taken on the call resolved the issue.